Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2014. A call placed to technical services on (B)(6) 2014 states that during generator replacement, there was a lead warning at last check. The lead is old and they will be replacing it at changeout. The physician was (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).